Manufacturer narrative:
Subsequent to filing the final report, update to the additional mfg narrative: verbiage removed from IFU stating, 'see section 10.3 smc device placement'. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair.

Event description:
User facility medwatch received and states: [a perclose being used for right femoral vein closure had a malfunction. The footplate would not close, so the device was unable to be removed. We were unable to detract the footplate with multiple attempts at repositioning and flipping of the footplate-deployment lever. We eventually dismantled the device which did assist with detracting the footplate. With enough force, the perclose was able to be removed, but the footplate was broken and one half of the footplate was retained. CT cardiac, pe, and us groin, led to finding of a filling defect likely representative of the embolized piece in a subsegmental pe without obstruction of arterial flow. We decided not to attempt to retrieve the embolized device piece].

Manufacturer narrative:
H6: medical device problem code 2017 against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report #mw5151237.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined (see section 10.3 smc device placement). Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.